Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patients ipg site was draining. The patient underwent an ipg revision procedure wherein the ipg was relocated and the patient bathed the ipg with betadine solution. The patient was doing well postoperatively.